Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 160 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was attempting a bolus when they received a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case on the display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.